Manufacturer narrative:
This component is not commercially available in the us.

Event description:
Allegedly, patient was revised due to prosthesis dislocation.

Manufacturer narrative:
See atatched - attachment: [ripotimingletter.pdf].